Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin pump was received with scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, and case cracked behind the insulin pump at the corner of the belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer stated they lost their monitor. Troubleshooting was declined for low blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.